Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. While suturing wounds, the problem of pulling off suture needle happened. Immediate manual processing. At same time, the hcp also claimed that multiple needle pull off issue case occurred recently. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: ¿ was the surgery prolonged due to searching for the needle? ¿ if so, how long was the delay (in minutes)? --received information as following from sales rep via phone today. Please refer to the additional event information mentioned on note (a-15232151), other information requested is unknown. Additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent laparoscopic surgery in the hospital on (B)(4). 2026 (the specific patient's diagnosis and procedure name were unknown). The surgeon used the suture (vcp433h) for tissue suturing during the surgery (the specific suturing tissue level and suturing method were unknown). The problem of pulling off suture needle happened when suturing the first stitch. The surgeon immediately searched for the detached needle but was unsuccessful (it was unknown whether the imaging equipment was used during the surgery, and the specific situation could not be traced). The surgery was completed routinely. The detached needle was found on the back of the trocar after the surgery. A total of 2 hours were spent searching for the detached needle in this event and no subsequent adverse event reports were received.